Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). Additional information: e1 (event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported failure, the fse ran a battery run time test and the unit failed. To resolve issue, the fse replaced the batteries. The unit passed all functional and safety tests and was returned to the customer for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) the the battery icon on the screen did not appear when the pump was disconnected from the wall plug. The pump did operate on battery, but the icon was not present there was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: ((B)(4)) a supplemental report will be submitted upon completion of our investigation.